Manufacturer narrative:
UDI: unknown. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve degeneration proximally 6 years post valve implant could not be confirmed, but may be related to patient comorbidities not provided and/or pre-existing valvular disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist (fcs), a 23 mm sapien xt valve was implanted in the aortic position via transfemoral approach. Six years post implant the valve was observed to be degenerated. No further information regarding paravalvular leak (pvl) or central leak was available. Per fcs, the valve was ¿degenerated and not functioning properly.¿ a valve in valve procedure was performed with a non-edwards transcatheter heart valve implanted into the existing sapien xt valve. The patient is in stable condition.